Event description:
A malfunction with a device was reported by the customer, but no specific error code was initially noted. There was no available information regarding the impact on the customer's blood glucose level. Technical support attempted to reset the pump by turning it off and on, but a malfunction persisted, labeled as malfunction 16-0x20e6. The pump is expected to be returned, and a replacement pump with a new serial number has been arranged.